Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy, functional end to end anastomosis. On the third firing, the surgeon pushed the firing knob, but it was stiff and the device could not be fully fired. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is no problem.